Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis found the primary finding of unable to test to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The event caused partially or wholly by the user of the device including sample handling. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wing nut on the instrument was noted to be loose. No fragment fell inside the patient. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgical staff noted that the blade would not retract from the instrument. The instrument was replaced with a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of reported complaint could be partially or wholly attributed to the integrated cord being cut or due to repeated installations after homing failures. The sealing/cutting functionality will not work if no signal is received from the integrated cord.